Manufacturer narrative:
(B)(4) - date of event the date is an approximation, the specific date is unknown. A supplemental MDR will be submitted upon completion of the plant investigation.

Event description:
A peritoneal dialysis (pd) patient called technical support for an unrelated event. While on the phone with technical support, the patient mentioned that approximately 1 month ago after he had disconnected at the end of the treatment, he had noticed a fluid leak allegedly being a result of a puncture in the cassette. The patient reported to continue using the cycler without any issues. The cycler was replaced a month after the reported event. Upon follow up with the pd nurse it was reported that the patient had not experienced any adverse events as a result of this incident. No effluent culture test was performed and no antibiotics were prescribed as prophylactic. The cassette tubing set in question was discarded. The cycler was replaced and the patient is back performing continuous cycler peritoneal dialysis (capd).

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.